Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 3 separations on the catheter shaft. The 1st separation was located at 70cm from the strain, the 2nd at 72.5cm from the strain relief and the 3rd at 37cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the shaft broke. During preparation for a thrombectomy procedure, a fetch 2 catheter was advanced over a guidewire and broke into pieces. The catheter never made it into the guide catheter.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the shaft broke. During preparation for a thrombectomy procedure, a fetch&#60576;catheter was advanced over a guidewire and broke into pieces. The catheter never made it into the guide catheter.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the shaft broke. During preparation for a thrombectomy procedure, a fetch® 2 catheter was advanced over a guidewire and broke into pieces. The catheter never made it into the guide catheter.